Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had power error detected alarm and also had power loss alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated they were able to clear the alarm. Customer able to complete insulin pump rewind. Customer stated power error detected alarm reoccurred. Troubleshooting was performed. The insulin pump will not be returned for analysis.